Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the unit failed incoming testing due to its liquid crystal display (lcd) being out of specification in an electrical manner. It was further noted during analysis that the upper and lower cases were broken and contaminated, the battery release and battery contacts were contaminated and the control knobs, two side bail covers, the ring cover, two case screws, the ring cover screw, two side bails ,the ring, the batter drawer and the battery drawer o-ring were missing. The device was to be scrapped in-house and the lcd sent on for failure analysis. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.